Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding the night before, she changed the battery and they would respond intermittently. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture damage on the keypad traces. No frozen screen noted during test and time clock advances properly. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case on the display window corner, broken belt clip slot and cracked battery tube threads.